Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the bluetooth was not connecting to pedal. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue. The issue has been resolved by the customer by rebooting the system and system is in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device¿s wireless footswitch was unable to connect via bluetooth. No harm to the patient or user was reported.